Event description:
It was reported ((B)(6)) the patient's scs ipg was replaced with a new one. Reportedly, the patient experienced a fall and landed on the ipg implant site. Since the fall the patient's scs ipg would heat up during charging. The patient stated the heating felt like an electrical burning pain in his buttock. The patient reported the new ipg had resolved the problem.